Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified "occlusion". The reported "occlusion" was determined to be ¿upstream occlusion" and "downstream occlusion!" Alarms through a review of the event history log, however the log cannot be used to distinguish true and false alarms. The evaluator ran a loaded set without occurrence of an error and no component was identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion. There was no patient involvement associated with this event. No additional information is available.